Event description:
It was reported that a user contacted support about preparing cartridges for later use and, during the call, reported a blood glucose of 61 mg/dl; the user treated with oral glucose (candy), declined troubleshooting, and stated familiarity with hypoglycemia treatment. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment without medical intervention or hospitalization. Investigation included a review of the event details and provision of education, with a plan to assist in setting up the ilet app to review reports and address potential contributors to the low glucose. Investigation of this case revealed an unclear cause of hypoglycemia. It was concluded that the event involved hypoglycemia with an undetermined cause and that user counseling was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.